Event description:
A customer reported that they went to the emergency room and were hospitalized in the intensive care unit with a blood glucose (bg) level of 542 mg/dl and high ketones that were not identified as dangerous by a healthcare provider. Suspected cause was due to the pump not delivering auto-correction boluses. The customer attempted to address their bg with a bolus via pump, and a pump system check showed the pump was functioning as intended. No injury occurred, and there were no issues observed with the insulin, cartridge, infusion set tubing, or cannula. The customer received treatment with intravenous fluids of saline and insulin, which resolved the issue. The hospital discharged them on (B)(6) 2025, with no permanent damage identified.